Manufacturer narrative:
Product was evaluated and the components were found to be in specification. It appears there may have been insufficient adhesive applied, but this cannot be confirmed. A number of corrective actions have been implemented including add'l training, visual aids, and a modification to the adhesive application process.

Event description:
Customer reported tip of 5mm probe broke off while using during a procedure. Customer reports there was no injury to pt.